Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. A device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that two capios were used and they both malfunctioned. They were both from the same lot number. The first one, the bullet ended up stuck in the grate side of the device and the suture material broke off the bullet. The second one, the bullet and the suture material parted company and the bullet was retained in the patient.